Manufacturer narrative:
The information that provided about auto mode with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was not using sensors. So, auto mode was not in use at the time of the incident.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Device received with pump error 63,problem isolated to electronic board stack. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for high glucose alerts. The device failed the audio test during the call. On (B)(6) 2019, the customer's blood glucose was approximately 250 mg/dl. On (B)(6) 2019, the customer's blood glucose was between 412 mg/dl and 413 mg/dl. They changed their set and reservoir and treated with a manual injection. On (B)(6) 2019, the customer's blood glucose was 354 mg/dl. They did not change their set but treated with a manual injection. Troubleshooting was declined for the high blood glucose. It is unknown whether auto mode was in use at the time of the incident. The customer also reported that the retainer ring of the insulin pump was fine and they did not smell or feel insulin. The insulin pump will be returned for analysis.